Event description:
It was reported that the ventilator generated technical error code indicating power error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site by the third-party field service engineer (fse). The issue occurred during standby. It was stated that expiratory channel printed circuit board (pcb) is defective. The device's logs and claimed parts were not provided for further analysis. Power error (power failure minus 12 volts too high alarm) shall be triggered when -12 v supply is more than -10.8 v for more than three seconds. The monitoring subsystem shall when the -12 v supply is more than -10.8 v for more than three seconds activate the signal disable and deactivate the disable signal when the supply is less than -10.8 v. Expiratory channel printed circuit board (pcb) contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to expiratory channel pcb.